Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00033; 3005168196-2018-00034; 3005168196-2018-00035. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). During the procedure, prior to use, the physician advanced a smart coil out of its introducer sheath and into saline for verification; however, the smart coil ¿knotted¿ on itself and would not re-sheath; therefore, it was set aside. Next, the physician deployed a new smart coil into the target vessel but had difficulty detaching the coil using the handle; however, after three attempts, the smart coil finally detached. It was reported that the same issue was encountered with two other smart coils. Therefore, the procedure was completed using a new handle and additional smart coils. There was no report of an adverse effect to the patient.